Event description:
(B)(4). I have had chronic pain including, but not limited to, pelvic all joints, muscular, chronic migraines, fatigue, bloating, digestive problems including but not limited to bowel movements, intense and heavy bleeding and clotting during menstrual cycle, insomnia and hair loss.